Manufacturer narrative:
Additional information: h4, h6, h11. Correction: d4. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp secondary medication set backfilled into a clearlink system continu-flo primary solution set. The piggyback secondary set was connected to the primary set during infusion when it was observed that the infusion was not going to the patient but backfilled into the primary tubing chamber. To resolve this issue, ¿hooked the tubing up distal to the roller clamp and turned the roller clamp off to the primary solution to allow the medication to infuse¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.